Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned lead segments was performed. The returned lead segments included a terminal end segment and a tip segment. A portion of the lead or lead insulation appeared to be missing. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, part of the lead body, and electrode tip found no anomalies. Evidence from the field suggests the conductor coil was fractured due to cyclic fatigue from the suture sleeve, however, laboratory testing was unable to reproduce the reported clinical observations with the returned lead segments. Analysis did find explant/extraction related damage, which included: cut/torn insulation and stretched/gouged conductor coil.

Event description:
Additional information was received that the lead fracture was confirmed via fluoroscopy. The physician noted possible conductor externalization. Upon inspection, the physician noted the fracture was due to the suture sleeve. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high pacing impedances of greater than 2000 ohms. It was also noted the rv lead displayed noise and oversensing. There was no pacing inhibition. The patient received an inappropriate shock as a result of the noise and oversensing. Therapy was not exhausted. The implanting physician felt the lead was fractured due to the suture sleeve. The decision was made to explant and replace this rv lead. No additional adverse patient effects were reported.